Event description:
A malfunction was reported on the pump by a customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team provided information to reset the pump, and assisted the customer with the reset, which resolved the issue without recurrence. The customer was able to continue using the pump and was advised to call back if any issues recurred.